Manufacturer narrative:
A visual analysis of the returned device found that the renal pigtail was calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. Therefore, most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent implanted approximately between (B)(6) 2015, was removed during a semi rigid ureterolythotripsy procedure in the "second fortnight" of september (exact date unknown). According to the complainant, during the procedure, when the stent was removed, calcification was noted. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent implanted approximately between (B)(6) 2015, was removed during a semi rigid ureterolythotripsy procedure in the "second fortnight" of september (exact date unknown). According to the complainant, during the procedure, when the stent was removed, calcification was noted. The patient's condition at the conclusion of the procedure was reported to be "stable".